Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: (B)(6). Batch: 26408413.

Event description:
It was reported that the patient experienced an infection in the scalp after developing deep brain thrombosis dvt. The wound presented scabbing and was not healing. The surgeon believed the medication that was prescribed to treat the deep brain thrombosis contributed to the infection. The patient underwent a procedure where the burr hole cover was replaced and the wound site was cleaned. The patient was administered antibiotics for one week post operatively. The explanted burr hole cover was disposed and was not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: null , batch: 26408413.

Event description:
It was reported that the patient experienced an infection in the scalp after developing deep brain thrombosis dvt. The wound was presenting scabbing and not healing. The surgeon believed the medication that was prescribed to treat the deep brain thrombosis contributed to the infection. The patient underwent a procedure where the burr hole cover was replaced and the wound site was cleaned. The patient was administered antibiotics for one week post operatively. The explanted burr hole cover was disposed and was not returned.